Event description:
Received biomet notice 9/29/97. No record of incident. Surgeon out of town until 10-5-97 (sunday). Phoned surgeon 10-6-97. He indicated he found a screw in hip upon x-ray at his office (post-operative visit). The screw was from an instrument used at procedure (fell off instrument). Procedure then reviewed the immediate post-op x-rays at facility (not identified by radiologist at time either) and states "when looking for it" you can see a "hint" of the screw on x-ray.